Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinders had fluid leakage due to a hole found in the proximal end consistent with sharp instrument damage. The rear tip extenders passed the visual inspection as no damages nor abnormalities were found. The reservoir was visually inspected and underwent leak testing. The reservoir kink resistant tubing (krt) had tool marks, and holes and tool marks consistent with sharp instrument damage were found in the reservoir strain relief. Despite this, the reservoir passed leak testing. The pump was visually inspected and underwent leak and functional testing. The pump tubing was cut down to the pump block and it was not returned for analysis. The pump passed leak and functional testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The device was explanted and replaced. No patient complications were reported.